Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen was black. The field service engineer found drawer controller was the cause of power issue. Replaced drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen was black, not turning on. The customer stated that there was a delay in issuing the medication and get meds from another machine. There were no adverse events or injuries reported based on this event.